Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73l2000556 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
It was reported that (B)(6) 2021 the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there was a significant gap in the cover block between the stapler forming assembly and the next staples. There was one loose staple within the cover block as well. The stapler was received with 26 staples left in the device indicating that at least 9 staples were fired by the end user. In order to functionally inspect the sample, the device was disassembled , and an attempt was made to manually adjust the staples in the cover block. The staples were able to be manually moved up in the cover block. Then an attempt was made to fire staples from the device by applying hand pressure to the trigger. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. These actions were repeated for the next 4 staples with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All 21 remaining staples were able to properly fire and close into the skin pad. All staples were fired from the device with no difficulty. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined exactly how or when the staples moved within the cover block. Once the staples were moved up in the cover block, the stapler was able to properly fire all remaining staples. The reported complaint of "misfire/jamming - staples not firing" is confirmed based upon the sample received. The device was returned with a significant gap in the cover block between the forming assembly and the next staples. However, the staples were able to be manually adjusted and moved up in the cover block. Once adjusted, the stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined exactly how or when the staples moved within the cover block. Therefore, the root cause of this complaint is undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that 02 aug 2021 the staple was found jamming and could not be fired prior to the patient.